Event description:
Reportedly, during pt use, a "motor fault alarm" occurred followed by a device alert. The ventilator stopped ventilating soon after. The pt was manually ventilated and transferred to another ventilator. The next day, when the ventilator was allowed to ventilate, a "pint failure" occurred and a device alert occurred again. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.